Manufacturer narrative:
D9: product received date 3/10/2025. H3: one device was returned for repair with complaint of failed downstream occlusion (dso) calibration. This device has not been serviced in the past. Review of event log found downstream occlusion alarm. Failed dso calibration was duplicated by functional test. The cause is the dso sensor. Replaced the dso sensor to correct the issue. Device passed all functional tests after the repair.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.